Event description:
It was reported the device failed during delivery. No patient injury was reported.

Manufacturer narrative:
Event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a cracked right plunger case and a visible gap between right and left plunger cases. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced plunger cable. Also replaced lead screw, clutch spring and both clutch halves as a preventative measure. The cause of the reported problem was traced to the customer damage of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000.